Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dropping and low impedance in both configurations were noted on the right atrial (ra) lead since implant. The ra lead remains in use. No patient complications have been reported as a result of this event.